Manufacturer narrative:
G4: 27jul2020 b4: (B)(6) 2020 the sensor board was returned for failure analysis. Visual inspection: sensor board w/o distal pressure. There were no signs of damage or contamination. Failure investigation (fi) technician installed the sensor board into a fi ventilator to duplicate the reported issue of flash programming error. During the unit testing the sensor board was run for an extended period to verify the unit remains operational with no errors. The reported issue was not able to be duplicated. The fi technician found no failures with the sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
It was reported that the unit declared a flash programming error. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the unit was power cycled, the screen was black and the flash programming error message was displayed. The fse replaced the sensor and re-downloaded the unit's software. The unit was power cycled again and displayed an air valve liftoff failure error with long beep alarm sound. The blower was working intermittently and the power supply was not providing the required voltage to the blower assembly. The fse also found that the air valve needed to be open to it's maximum position. The fse found that the air flow sensor and valve needed to be replaced at the same time for the air liftoff valve issue. The fse replaced the power supply, sensor board, central processing unit (cpu) board, sensor air flow, blower valve, blower assembly and blower motor controller board to resolve all issues. The unit passed performance testing successfully after repairs. The device was not being used for treatment, and there was no patient involvement.

Manufacturer narrative:
G4: 21jul2020. B4: 30jul2020. Flow sensor, air/exhalation, and blower motor controller (bmc), blower, and blower air valve were returned to failure investigation for analysis. Visual inspection of the customer returned exhalation flow sensor revealed thermistor contamination. A failure investigation (fi) technician installed the air flow sensor into a fi ventilator to duplicate the reported issue of air flow senor extended self-test (est) failure the fi technician identified the thermistor contamination caused the exhalation flow sensor failure. The determination could be made that the device failed to meet specifications; the root cause is due to the thermistor contamination caused the exhalation flow sensor to fail. Visual inspection of the customer returned blower motor controller (bmc), blower, and blower air valve did not reveal any signs of damage or contamination. A failure investigation (fi) technician installed the returned bmc, blower, and blower air valve onto a known good test unit. The customer returned blower assembly and blower air valve were tested, and no failures were identified. The fi technician verified this complaint was caused by a shorted ic at u2 on the bmc which prevented the blower assembly from booting up. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.